Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "development of bia-alcl" - lymphoma- alcl-suspected neoplasms benign, malignant and unspecified "increased risk of recurrence of bia-alcl, emotional distress including fear and anxiety related to cancer" and "accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation" .

Event description:
Patient representative reported left side "development of bia-alcl, increased risk of recurrence of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, and physical pain and suffering from explantation". The reported events of "cellular damage, and subcellular damage", "past and future medical expenses" and "suffering from explantation" are not device related. Histopathological markers confirming alcl have not been received. Device has been explanted.